Event description:
Complaninant alleged that during biomed testing the device was unable to go into manual mode. Complainant indicated that there was no patient involvement in the reported malfunction.